Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 3058 urinary ipg, implanted: (B)(6) 2011; 3889-28 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one month of implant of the implantable pulse generator (ipg) system, the incisional pocket became infected. The ipg system was explanted and a drain was placed. No further patient complications have been reported as a result of this event.